Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
Correction: b3, b5.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were performed on (B)(6) 2024 to restore the device to normal parameters. The patient was in stable condition.